Manufacturer narrative:
Initially it was reported that the device failed pre-use check. On-site investigation was performed by our field service engineer. Based on technician statement, after ventilating on test lung for half an hour, the ventilator reported respiratory arrest alarm. Inspection of the device revealed defective monitoring printed circuit board, pressure transducer printed circuit board, expiratory channel printed circuit board and o2 cell defective. Replacement of defective parts solved the issue. The device passed all performance tests and was returned to clinical use. Monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Unfortunately, the defective parts and device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective parts.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the device failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).